Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the colonovideoscope had distorted vision. The issue occurred during inspection for use. There were no reports of patient involvement.